Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump was over delivering insulin and the insulin pump was broken. The customer's blood glucose level was unknown at the time of the incident. The customer was given a life threatening over dose of insulin which resulted in low blood glucose levels. The customer was treated with sweets to raise their blood glucose levels. Troubleshooting was not performed for low blood glucose levels and over delivering of insulin. The customer did not specify whether the device will be returned for analysis or not.